Event description:
It was reported that prior to starting a da vinci si lobectomy procedure, the surgical staff reported that the tip of the suction irrigator instrument almost came off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the tip almost came off is confirmed. Instrument was returned with all the distal end cables cut and the snake wrist and tip assembly detached from the main tube. Snake wrist disks are not in alignment and tip assembly is partially separating from distalmost disk. Evidence not conclusive, but likely failure was a dislodged snake wrist disk. Wrist cables were likely cut to enable removal of instrument from cannula. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.